Manufacturer narrative:
The reported event of faulty lead was confirmed. As received, the continuity testing showed channel 5-8 electrical open was found on the returned lead extension. Visual inspection showed the returned lead was found cautery mark on the outer tubing approximately 25.5 from stim end and the set screw upside down in lead extension header. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's extension had high impedances. As a result the patient did not have effective therapy. Surgical intervention was undertaken wherein the extension was explanted and replaced. Effective therapy was established postoperatively.